Manufacturer narrative:
The motion control box rotor was returned to the manufacturer for analysis. Functional testing and visual/physical examination was performed and the issue was confirmed. The collimator was unable to initialize during testing. It was not possible to load firmware, but the generator and communication successfully initialized. The cause of the reported issue was due to a collimator error. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the rotor motion controller and collimator were replaced. Collimator blades were adjusted, gantry and rotor controller were reconfigured and readdressed. Flouro and rad gain calibration test were performed. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that an error initializing collimator occurred. The site chose to continue with no delay in surgery. The procedure was completed with the use of imaging. There was no known impact on patient outcome.

Manufacturer narrative:
The analysis of the collimator was completed by medtronic personnel. Testing found that the lead plates were not secure on the unit, resulting in testing not passing.